Event description:
It was reported by the facility that while preparing the lens for surgery, it was found to be torn. The facility stated they felt it was received that way. There was no patient contact or injury. The injector and cartridge lot and model numbers are unknown.